Event description:
It was reported that the customer experienced low blood glucose. The customer¿s blood glucose level was 3 mmol/l at the time of incident. The customer¿s current blood glucose value was 3 mmol/l. The customer did not provide information about symptoms of low blood glucose value and treated with food. Customer stated that insulin pump had insulin flow block alarm. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.